Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the stent graft migrated, and there was a type 1 endoleak with aneurysm expansion. The decision was made to explant the stent graft at a different facility then the implanting facility. No add'l clinical sequelae were reported. The explanted stent grafts were discarded.

Manufacturer narrative:
Eval results: other - lack of info (the explanted stent grafts were discarded), (endoleak, migration).